Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.25 mm, was intended to treat a 80% stenosed rca lesion in a patient. It was reported that the device did not pass the lesion, and on removal from the patient, the stent struts were deformed. The lesion was pre-dilated with a 2.5 x 12mm balloon prior to 12 atm, 2 inflations, prior to attempted stent placement. The device was inspected prior to use with no abnormalities noted. Resistance was felt while attempting to advance the device across the lesion and during removal of the device. Another resolute stent, length 20mm, diameter 2.5 mm, (ref MFR report # 2953200-2010-01641) failed to cross the lesion later in the same procedure. Two further resolute stents were used to successfully treat the vessel. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: (failure to deliver stent, stent deformation); (diffuse disease). Conclusions: (diffuse disease). Evaluation summary: the device was returned to medtronic for evaluation. The stent had been pulled distally leaving 2.5cm of the balloon exposed. The stent was severely damaged and stretched with only a number of the stent segments located on the balloon. The remaining segments were extended distally. The balloon had been inflated. The stent was expanded and displaced on the balloon with the mid to distal segments extending over the distal tip. The 1st and 2nd proximal segments were deformed and bunched. The stent was damaged with gaps evident between the segments and deformation of struts and segments. It was confirmed that the physician inflated the balloon post removal of the device from the patient to test the functionality of the device. A cd of procedural images was also returned for evaluation. Cd images showed evidence of diffuse disease present in the vessel following numerous pre-dilations. The cd images showed that the vessel was double wired and there were images of a tube or sheath in the proximal portion of the vessel. Images showed the successful deployment of a long stent in the distal portion of the lesion.